Event description:
Hollister redesigned the etad (endotracheal tube attachment device) to the anchorfast to decrease complications of skin erosion; practitioners believe new design puts patients at higher risk of loss of airway for following reasons: smaller attachment points do not support the device on the face; removal of adhesive tape from upper lip causes the device to fall down on the face; anchor point too far from lip which creates opportunity for tonguing out et tube; and they are not staying attached near as long as the etads were. The company rep. Was informed of problems.